Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence. It was reported that patient said they had to change five diapers last night and things had gotten worse. Patient stated they switched sides with sales rep yesterday. The patient went from the left to the right side with stimulation at 0.7. The patient stated when the stimulation was at 0.8 they experienced a shooting electrical pain not a vibrating. The patient stated that the rep was going to contact the doctor.